Manufacturer narrative:
H3: product analysis #(B)(4), product:kex202eb-int, lotno:231382336 visual inspection confirmed the shaft of the ibt and the balloon has been damaged. The inner wire is also missing. The damage observed on the ibt shaft suggests it was caused by overload, while the damage to the balloon indicates it was inflated within the vertebral body and subsequently punctured by a bone spur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin is france g4: this product is not approved for sale in us but a similar device with catalog# kex152eb, 510k # k123771 and UDI (B)(4) is approved for sale in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for tumor in l4 and need to consolidate the center of vertebra. It was reported that there was very difficult to push with the balloon, even when a drill was used by the radiologist. The injector indicated a red light with psi over 750, and the catheter broke. Additionally, after 3ml, the balloon broke. The procedure was completed successfully with a new product. No patient symptoms or complications have been reported as a result of this event. Additional information received from the manufacturer representative that the catheter with the balloon on the distal part broke. The injection of cement was not totally efficient, but they can injected cement at the end of the procedure. Delay in the procedure was less than 60 minutes. Additional information received from the manufacturer representative that the therapy/procedure involved was balloon kyphoplasty in level l4 for cancer.